Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres within a few seconds and a pinhole was noted. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with this device. No complications were reported and the patient was in good condition after the procedure.